Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that they had experienced a loss of stimulation. The patient had initially reported that she was no longer getting pain relief from her programming. When the patient¿s stimulation calendar was checked, it was verified that the patient¿s stimulation had been turned off on several occasions. As it was suspected that user error had occurred, whereby the patient was manually turning their stimulation off by accident, the patient was re-educated on use of the patient programmer and recharger. The patient came back a week later however and stated that ¿her pain had come back.¿ the patient¿s stimulation calendar was checked again and showed her stimulation had been turned off again at certain time periods that the patient stated she would have not turned it off. The patient was reprogrammed at that time to a high density (hd) setting at threshold. A week later, the patient informed the rep that ¿at certain times when she puts pressure on the stimulator, she will no longer feel stimulation.¿ impedance testing performed on (B)(6) 2019 found that no electrodes were out of range. The stimulation diary at that time indicated the implantable neurostimulator (ins) was used (B)(4)% of the time. There were no further complications reported or anticipated.